Event description:
Started having random hive outbreaks about 3 months after mesh implant used for sui in 2007. From 2007 to (B)(6) 2011 hives became more severe but could be controlled with benadryl but noticed they may be occurring in conjection with menstrual cycle. In (B)(6) 2011, hives began as they usually do but turned quickly out of control into anaphylactic shock/severe angioedema which required emergency medical treatment and weeklong hospital admission. Event happened again 36 days later on (B)(6) 2011. Complete food and airborne allergy testing has been done with no findings that could be the cause of these allergic reactions. Pt currently on h1 and h2 antihistamines, intranasal steroid and quarterly kenalog steroid injection. Outbreaks have tried to occur again on (B)(6) but did not escalate to anaphylaxis. No other significant lifestyles changes have taken place.